Event description:
The customer reported that during a laparoscopic gastric bypass, the system issued a red alert and a piece of the active waveguide disengaged from the dissector and fell into the patient cavity. The piece was retrieved from patient cavity. There was no patient injury, blood loss or tissue damage reported. The site contact was not able to provide additional details regarding the device or incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.